Event description:
It was reported that there was loss of image.

Manufacturer narrative:
This event description most likely indicates "hazard". The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. No report will be filed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hub crashed probable root cause: ¿ sdc application software ¿ sdc motherboard ¿ fpga temperature sensors/measurement ¿ cables and connectors ¿ power supply, fuse the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that there was loss of image.